Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The account indicated the use an unapproved viscoelastic/handpiece combination for this lens model. Not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Investigation has been completed based on current info. No further action is warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had macular edema that remained "for a while". Info provided by the surgeon indicated the use an unapproved viscoelastic/handpiece combination for this lens model. Add'l info has been requested.